Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 125 ohms. Programming and troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.